Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital camera and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found no visible damage. Additionally the instrument was inspected by the quality assurance of the production department. No failure was found. Batch history review: the device quality and manufacturing history records have been checked for the lot number, and found to ba according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: according to our investigation and the report of the quality assurance, there is not fault detectable. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during use the surgeon found sparks on the sheath.